Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 448 mg/dl at the time of incident. Customer¿s other blood glucose level was 361 mg/dl. Customer experienced symptoms such as tiredness. Customer treated with manual shots. Customer declined troubleshooting for high blood glucose. Customer stated that they got insulin flow blocked alarm after changing infusion set. Customer reports insulin exits with the fill tubing. The device will not be returned for analysis.